Manufacturer narrative:
The reported event was a training issue. There was no malfunction of the device.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set up their pump and did not turn their carbohydrate feature on. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose levels was in the 200 mg/dl range.